Event description:
Reporter alleged obtaining the following results on the aviva system: 315 mg/dl at 2:45 am, 367 mg/dl at 2:50 am, 195 mg/dl at 2:52 am, 174 mg/dl at 2:54 am, 158 mg/dl at 2:57am. Reporter stated that he took 60 units of both novolog and lantus within the 13 minutes prior to the first reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.